Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 35mm abdominal aortic aneurysm . It was reported the patient returned for a follow-up CT and a type ia endoleak with aneurysm enlargement was observed.  As per the physician the cause of the type ia endoleak cannot be determined.  No additional clinical sequalae was provided and the patient will be monitored.